Manufacturer narrative:
(B)(4). Corrective data: section h6. Health effect - impact code changed to 2645 no patient involvement. Method: the complaint rt380 evaqua 2 adult breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tube of the rt380 adult dual heated evaqua2 breathing circuits expiratory limb was found damaged with a cut. Conclusion: without the complaint devices, we are unable to determine the cause of the reported event. However, the cut appeared to have been punctured and cut with a sharp object. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in france reported that the expiratory limb of twenty rt380 adult dual heated evaqua2 breathing circuits were found damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that the expiratory limb of twenty rt380 adult dual heated evaqua2 breathing circuits were found damaged. There was no reported patient involvement.